Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between november 7, 2023 ¿ november 8, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that lipids were "leaking back into" during use of two (2) exactamix em1200 valve sets. This was observed after delivery in the pharmacy. There was no patient involvement. No additional information is available.